Event description:
During follow-up, under-sensing was observed on the right ventricular (rv) lead. No intervention has been performed at this time. The patient was in stable condition and the physician elected to monitor the patient.